Event description:
During a meniscus repair, the surgeon attempted to use two fastfix devices but could not advance the trigger of either device to load the "t2" anchor. Therefore, the implant from both devices could not be fully deployed and the t1 anchors remain fixed in the patient. It was reported that there was a 20 minute delay with no patient injury resulting.